Manufacturer narrative:
Field b3 updated from (B)(6) 2021 to (B)(6) 2021. It was previously noted that: on (B)(6) 2021, at 8:39 a.m. The meter result was 4.7 inr and at 11:40 a.m. The laboratory result was 3.6 inr. It has been corrected that: on (B)(6) 2021, at 9:19 a.m. The meter result was 5.6 inr and at 12:30 p.m. The laboratory result was 3.6 inr.

Manufacturer narrative:
Unique identifier (UDI) # (B)(4). Occupation is lay user/patient. The customer's strips were provided for investigation where they were tested using a reference meter and retention controls. Testing results (qc range = 2.1- 3.3 inr): qc 1: 2.6 inr. Qc 2: 2.6 inr. Qc 3: 2.6 inr. The returned strips were on a reference meter with a high-level control sample. The obtained results were in the allowed range. No error messages occurred during the investigation. The returned and the retention material meet the specification. Routine retention testing is performed. Retention testing data is reviewed and appropriate actions are taken as needed. Test strip retention samples passed the internal inspection. Product labeling states: "the coaguchek system uses human recombinant thromboplastin. Therefore, the comparability to other human recombinant thromboplastins is best, whereas deviations can occur when compared to methods using other thromboplastins. However, those deviations between thromboplastins of different origin (e.g., rabbit based) are not specific to coaguchek products. Similar differences can be observed when a human recombinant thromboplastin-based laboratory method is compared to other laboratory methods." The investigation did not identify a product problem. The cause of the event could not be determined.

Event description:
There was a complaint of a discrepant inr result with coaguchek xs meter serial number (B)(4) when compared to a laboratory result using an unknown method. At 8:39 a.m. The meter result was 4.7 inr and at 11:40 a.m. The laboratory result was 3.6 inr. The patient's therapeutic range is 2.5-3.5 inr and tests every 2 weeks.